Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient went to the clinic to exchange her opus 1 to an opus 2 speech processor. During routine testing, it was found that the internal device has malfunctioned.